Manufacturer narrative:
.

Event description:
Doctor drilled too deep using the drill depth indicated on the reference chart (device labeling). The depth was too deep. He perforated the nerve canal above site 31. The doctor reported that he first used the 2.0mm pilot 26 mm drill and drilled 2 mm shy of the anatomage mechanical stopper to get a depth of 24mm which was indicated on the reference chart. He took an x-ray on the patient to see how close he was to the nerve. He realized he had perforated the nerve canal but was not sure if he had hit the nerve or not. The doctor reported that he called the patient every half an hour for a day to see if the patient had lost any feeling to that side of the face. Patient did not experience paresthesia.